Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No unexpected restart error, external ram crc error alarm and no watchdog timeout alarm noted during test.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received multiple pump error alarm. The customer's blood glucose level of customer was unknown. Customer was able to clear the alarm and rewind the insulin pump. The insulin pump received multiple unexpected restart after battery change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.